Event description:
The customer observed falsely decreased architect tsh generated on the architect i2000sr processing module for a male patient has his thyroid checked every 1 to 2 months. The following results were provided: (customer provided tsh standard value: 0.35-4.94 uiu/ml). (B)(6) 2023 tsh result was 3.79 uiu/ml. (B)(6) 2023 repeated tsh result of the original sample was 6.11 uiu/ml. The customer believes the result from (B)(6) 2023 is correct. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely decreased architect tsh results generated on the architect i2000sr processing module included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any related trends for the product for the issue. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the complaint lot. The overall performance of architect tsh reagent was reviewed using data gathered from customers worldwide. The median population result for the lot is within established limits, indicating that the lot(s) are performing acceptably in the field. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 51362ud00 was identified. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased architect tsh generated on the architect i2000sr processing module for a male patient has his thyroid checked every 1 to 2 months. The following results were provided: (customer provided tsh standard value: 0.35-4.94 uiu/ml) on (B)(6) 2023 tsh result was 3.79 uiu/ml on (B)(6) 2023 repeated tsh result of the original sample was 6.11 uiu/ml the customer believes the result from (B)(6) 2023 is correct. No impact to patient management was reported.